Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.¿ to date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How the procedure was complete? -please provide lot number -status of product return ¿ if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparoscopic umbilical hernia repair on (B)(6) 2020 and the absorbable straps were used. It was reported that the tacks in the device didn't have any barbs in them and weren't able to place the mesh properly. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/29/2021. Additional information: d4, h4, h6, h6: component code g07002 - no device problem found a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 evaluation: the analysis results found that one device was returned with no apparent damage in the external components. The device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. No issues were detected related to the straps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch no conclusion could be reached as to what may have caused the reported incident. Complaint information will be included in complaint trending that is reviewed by the applicable product quality safety surveillance data review board on a regular basis to determine if further action is necessary. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/11/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.